Event description:
It was reported that the as lvp 20d 3ss cv tubing had expanded inside of the pumping segment. The following information was provided by the initial reporter: "caller states her facility was using tubing set 2426-0007. She states there was an "air in the line" message. She states that when she checked the pumping segment she noticed a "bubble" or what looked like an "aneurysm" on the side of the tube. Caller states the tubing segment was placed properly and she feels the alaris pump was not the cause."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by customer there was an "air in line" message. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21016176 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21016176 regarding item #2426-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing had expanded inside of the pumping segment. The following information was provided by the initial reporter: "caller states her facility was using tubing set 2426-0007. She states there was an "air in the line" message. She states that when she checked the pumping segment she noticed a "bubble" or what looked like an "aneurysm" on the side of the tube. Caller states the tubing segment was placed properly and she feels the alaris pump was not the cause."